Manufacturer narrative:
Other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. Analysis of the patient programmer (s/n: (B)(4)) found the device complaint was unverified. The antenna jack was cleaned with alcohol and no issues. The faceplate was scratched. (B)(4).

Event description:
The consumer reported that the patient programmer would not power up; this issue occurred on (B)(6) 2016. The patient was advised to try new batteries; this did not resolve the issue. There was no alleged out of box failure. The patient confirmed the batteries were in the patient programmer correctly and there was no residue in the battery compartment. In addition, the patient was not aware of the patient programmer having gotten wet. Additional information received reported that symptoms related to the inability to turn on their patient programmer was that the extreme pain came back and they had to use morphine to try to ease the pain. Now they have little to no pain, they don't ever have to take a medication for pain because there is no pain. The patient's indications for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.